Event description:
During index procedure, the patient had one endeavor sprint rx drug-eluting stent successfully deployed at distal circumflex. Approximately 12 months post index procedure melena was observed in the patient, bleeding from colon diverticulum was suspected. The patient was treated by fasting and a blood transfusion. Investigator indicated that there was no relationship with the study product, drug and procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (haemorrhage). (B)(4).

Manufacturer narrative:
Approximately 48 months post index procedure, patient death occurred. Death was non sudden, non cardiac. Cause of death was aspiration pneumonitis. Investigator indicated that the reported death and aspiration pneumonitis were not related to the study device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.